Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No frozen display noted. Unit had cracked case at display window corner, cracked belt clip slot at battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which was not resolved with a battery change. The customer did not know the blood glucose reading. She stated that she was putting her blood glucose into the insulin pump and the display screen froze. She stated that she kept her insulin pump in her bra and thought that the buttons might have been pressed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.